Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated pieces were falling off the reservoir compartment when the customer was changing the infusion set. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.